Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm anomaly noted. Device passed self. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case and broken belt clip slot. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. No harm requiring medical intervention was reported. Customer reported that crack where the up and down buttons were on top of the display and scratch on bottom of display and crack on b button and goes to the reservoir chamber. The insulin pump will be returned for analysis.